Event description:
It was reported that this right ventricular (rv) lead exhibited gradually rising shock impedance. The shock impedance reached a high out of range value. Technical services (ts) recommended reprogramming, monitoring, and following actions should the impedance increase. The lead remains in use. No adverse patient effects were reported.